Manufacturer narrative:
The root cause of the leak is attributed to the fitting of the waste line being broken. The fse resolved the issue with the repairs described. Customer has not called back to report any further issues relating to this event. (B)(4).

Event description:
Customer called to report a fluid leak at the back of the coulter ac.t diff2 analyzer. Customer reported that the waste line fitting on the bulkhead of the instrument was broken. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and confirmed that the fitting of the waste line was broken. The fse replaced the fitting, which resolved the leak issue, and verified the repairs per established procedures.